Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The implant¿s dimensions were measured with a digital caliper (cal1334, calibration due 23-oct-2019) and found to be within the specifications in the product¿s engineering drawing. No pre-existing conditions were noted on the per. The implant was placed at tooth location # 26 (fdi) but was removed during the same procedure. Documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) information identified: applicable information can be found in the "warnings", "precautions", and "adverse effects" sections. DHR review was completed for the subject lot number (1216378). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1216378) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, expiration date, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The doctor indicated that the implant relocated into sinus. Implant was placed on (B)(6) 2019 at toot site # 14 (upper left). The oral surgeon had to remove the implant through osteoplastic access. Maxillary sinus was covered and the patient was rescheduled for external sinus lift and new implant placement.